Event description:
Customer reported that during a declotting procedure of an upper arm dialysis access, a fogarty embolectomy catheter ballooon was inflated. The balloon broke, leaving a tip of the catheter inside the pt's blood vessel which was successfully retrieved using a biopsy forceps. This occurrence did not cause pt injury or extend the pt's length of stay.